Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
Customer stated that when she removed her reservoir from the insulin pump the rubber ring was torn and hanging down. Customer mentioned that the reservoir pops out of place and does not stay in the chamber. Customer's blood glucose reading at the time of the call was 412 mg/dl and has treated with a correction. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.